Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak on unicel dxc 600i synchron access clinical system. The customer stated that ucta (unicel closed tube aliquotter) right sample syringe plunger overloaded and the syringe had been leaking. No erroneous result was generated. The customer was wearing lab coat at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(6) 2011, field service engineer (fse) found that syringe was getting move errors on r- syringe pump. The fse replaced the left syringe pump 3-way valve. The fse verified repair per established procedures. (B)(4).